Manufacturer narrative:
Product analysis : analysis determined that the device was corroded. The device will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to load the software update, and stalled during multiple attempts. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer was scrapped due to corrosion during manufacturer's analysis.